Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load process. The customer reported a blood glucose (bg) level of 300 (mg/dl). A bolus and injection were delivered to address bg level. Alternate insulin therapy will be obtained from the customer's health care provider.